Event description:
It was reported that the right ventricular (rv) lead exhibited a significant drop out during the sensing of a t-wave shock induced ventricular fibrillation (vf) at 1.2mv during a generator exchange procedure. The rv lead was partially removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).